Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device displays a red x and is chirping. The device was sent to bench for evaluation. There was no reported patient harm.